Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. Calibration was acceptable, and quality control (qc) was within the range on the day of the event. With siemens remote assistance, the customer checked integrated multisensor technology (imt) pump rate, replaced imt consumables and imt pump tubing, performed imt system clean, and ran qc and calibration, which passed. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected imt system, disassembled and cleaned rotary valve, cleaned ports using stylet, retubed entire imt system, and super-conditioned applicable fluidics. Further, the cse replaced imt tower, port/drain assembly, seal, imt sensor, x tube, and malfunctioning heterogeneous module (hm) sample drain during total service visit (tsv) inspection. Next, the cse aligned imt pump rate, cleaned or lubricated lead screw for diluent pump, verified diluent syringe gap, and aligned sample probe to imt port and sample wheel. Then, the cse performed dilution check and conditioning, ran imt calibration and qc, which recovered acceptably, and performed precision tests on patient samples, which passed. Siemens reviewed the instrument data and determined that the air and liquid values of standard a and standard b, and dilution check correction factor were within the normal range, and observed no aspiration pressure difference between the samples, indicating no issues with sample integrity or low volume. Siemens further evaluated the event and determined that a flow issue through imt potentially contributed to the falsely depressed na result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. The erroneous result was not reported to the physician(s). The sample was repeated on the original system. The repeat result recovered higher than the erroneous result and was within the reference range. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.